Manufacturer narrative:
During inspection and testing, foreign objects found on switch number 1. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely a result of insufficient reprocessing. A definitive root cause of the reported issue could not be identified. The device was returned to olympus and the customer¿s complaint (air/water leakage) was not confirmed. During inspection and testing the following was also found: the flexibility adjustment has a scratch, the grip has a scratch, the scope cover has a scratch, the air/water cylinder was discolored, the switch box has a scratch, scratch on the up/down and right/left knob, the control unit has a crack, scratch on the scope connector, corrosion on the mouth piece, scratch on the scope cover, the electrical connector was corroded, due to a chip on connector cover, insulation resistance value at distal end does not meet the standard value, light guide lens has a crack, connecting tube has a scratch, universal cord coating was peeling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use they observed that the water and air duct were leaking. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: foreign objects found on switch number 1. This report is being submitted for the malfunction found during evaluation (foreign objects).